Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 10-jul-2026. The unit was returned with reported power port damage, which was confirmed upon inspection. The motherboard j14 & j21 pins were found to be stuck, consistent with a high-impact event. Additionally, excessive dust buildup in the muffler led to a blocked feed port. Also, damaged compressor mount due to compressor vibration. Due to cosmetic damage the housing and uip were replaced.

Event description:
It was reported that the patient's unit had stopped producing oxygen during a trip. They were unable to use their spare batteries as the unit was not able to charge them. As a result, the patient was not getting enough oxygen. The patient had to go to the ER to get supplemental oxygen. A replacement unit was sent to the patient and it is working for them.